Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcg+b) on the e602 analyzer. The sample was initially tested and resulted with no value, only a data flag indicating that the reagent was short. The sample was repeated, resulting with a value 88.83 iu/l. The 88.83 iu/l value was reported to the doctor. The doctor informed the patient that she was not pregnant anymore, so the patient started smoking again and taking paracetamol. On (B)(6) 2016, the sample was repeated because there was a technical issue with the analyzer on (B)(6) 2016. The repeat result of the sample was 811 iu/l. The customer also provided data for an additional 42 patient samples tested for multiple assays. Of these additional samples, 7 had initial erroneous results that were reported outside of the laboratory for vitamin b12 (b12), ferritin (ferr), and hcg+b. The patients were not adversely affected. The hcg+b reagent lot number was provided as "0000000". The hcb+b reagent expiration date was asked for, but not provided. The lot numbers and expiration dates of the ferr and b12 reagents were asked for, but not provided. The customer stated that on the afternoon of (B)(6) 2016, the system had a reagent short alarm and several abnormal sipper movement alarms. The customer exchanged reagent bottles and found that there was air in the tubing and foam. The field service engineer found dirt in a syringe. He cleaned the syringes, cleaned tubing, and exchanged seals.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The issue with air in the tubing as observed by the customer indicates a leakage in the tubing. Air in the tubing can explain the observed issue.